Event description:
During a ptca procedure, the balloon burst and a dissection occurred. A perfusion balloon was used to treat the dissection. Pt was stable for a while, but was brought back to the cath lab later with chest pains. A stent was successfully deployed to repair the dissection. Pt status is listed as "ok"